Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0209489730, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported that the implantable neurostimulator (ins) was reprogrammed and there was a lead replacement. The factors that may have led or contributed to the issue remains unknown. It was unknown if the diagnostics and troubleshooting was performed. Unknown if the issue resolved at the time of the report. Relevant medical history includes urge incontinence. No further patient complications have been reported as a result of this event.